Event description:
It was reported that the patient underwent surgery for a battery replacement due to battery depletion. Once the patient was opened and the surgeon went to remove the generator, part of the lead also popped out of the pocket while still being connected to the generator. The surgeon noticed that there were kinks and swelling noted on the silicon cover of the lead. The patient underwent a full revision. The explanted products have not been received by product analysis to date no other relevant information has been received to date.

Event description:
Information received noting that the explanted devices were discarded.